Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated rv (right ventricular) oversensing. T-wave oversensing (twos) identified in collected non sustained tachycardia episodes. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for t-wave oversensing (twos). The alert was turned off. The lead remains in use. No patient complications have been reported as a result of this event.